Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 41622.

Manufacturer narrative:
Additional information was received indicating that the date of the event was (B)(6) 2021 at 04 pm. Patient information was provided and updated in the report. Lastly, it was noted that the reported error came on upon turning on the pump. The pump was replaced.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the device was dirty. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. The device had fluid ingression on the cam shaft that could cause the motor to stall. The event log showed the system fault 41622. The device's motor was activated several times without any issues. There were no visual deflects with the optical switch. Replaced the optical switch as a preventative measure and cleaned the cam shaft. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.